Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined.this issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 2 of 4. The home patient (hp) stated that supply bag became disconnected. The baxter technical service representative (tsr) had the hp power cycle the hc to end therapy and advised the hp to start over with new supplies or finish with manuals. The tsr also advised the hp to contact the registered nurse (rn) about possible exposure to unsterile air. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with manual supplies. The sample was not available for evaluation. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.